Event description:
It was reported that battery depleted too quickly on device. There was no reported impact to the customer¿s blood glucose level. Customer requested follow-up at preferred time, and technical support planned to contact customer later as requested. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.